Manufacturer narrative:
Device eval by manufacturer: the promus premier select ous mr 3.00 x 32 mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed during the procedure. A section of the shaft polymer extrusion (including stent/ balloon and tip) was not returned for analysis. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a section of the extrusion shaft was not returned for analysis. A break in the mid-shaft was observed. The mid-shaft stretched and elongated 19.5cm from the mid-shaft/hypotube bond to the break point and the core wire broken approximately 18.7cm from the mid-shaft/hypotube bond. The break site is approximately 125 cm from the distal end of the strain relief. A twist/pinch in the stretched midshaft was also observed. It appeared as if the device had snapped proximal to the port although the port bond was missing. Reddish medium resembling blood was observed on the stretched shaft. The type of damages noted most likely occurred due to excessive forces that could have been applied on the delivery system. A series of 23 anonymized angiographic images were returned and analyzed by bsc medical safety and product engineers. The media review found that the case began with diagnostic coronary arteriography including left ventriculography. An area of severe aneurysmal disease with sequential subtotal stenoses was identified in the mid-left circumflex (lcx). The lesion was followed by a patent stent after two large obtuse marginal branches in the mid-vessel. The lesion was wired and dilated. A long stent was positioned and deployed through the lesion into the mid-distal vessel containing the previously placed stent. During stent deployment a small waist is seen at the previously placed stent. The next image showed the stent delivery balloon pulled back into the proximal vessel; it appeared that the distal marker band was engaged with an area of unexpanded stent in the region of the previously placed stent. There was no blood flow past this area. The final image showed the distal half of the stent delivery balloon in the proximal half of the stent in the mid lcx. There was a filling defect in the proximal stent consistent with balloon material or thrombus. No blood flow was seen past the distal markerband. The images demonstrated a delivery system balloon becoming entrapped while deploying a stent in the lcx. Stent positioning suggests it was advanced past the lesion to be withdrawn back across the lesion for deployment. The stent likely interacted with the previously placed stent and became stuck slightly distal to the target lesion. The stent was deployed in situ once it was realized it could no longer be positioned. During deployment there was an area of stent under-expansion, perhaps related to the previously placed stent. The delivery balloon became engaged with the stent in the area of under-expansion. The vacuum holding balloon deflation was lost when the balloon catheter shaft separated. The balloon material stuck in the underexpanded stent totally occluded blood flow to the distal vessel. Per the complaint record the balloon material could not be removed despite emergency bypass surgery. The images provided are consistent with 'stent stuck in lesion' and 'balloon catheter shaft separation'. These failure modes with the associated harms of embolization, vessel occlusion and myocardial infarction are included in the promus premier risk management documentation. The complaint report stated that a third markerband was observed during the procedure, cine review verified that the marker band belonged to the guidewire that was used during the procedure and that the promus premier had only 2 markerbands as per promus premier product specification.

Event description:
It was reported that the balloon was difficult to remove and a shaft break occurred. A percutaneous coronary intervention was performed many years ago and a stent was implanted in the same lesion. A percutaneous coronary intervention was now being performed on the 90% stenosed, mildly calcified and mildly tortuous lesion in the circumflex coronary artery. The 32mm x 3.00mm promus premier select stent was advanced into the stenotic area with no issues. The balloon was inflated twice to 16 atm and the stent was implanted. The user had difficulty pulling the delivery system back. After several attempts to inflate and deflate the balloon, it remained stuck and the distal shaft of the promus premier select fractured near the balloon and remained in the circumflex. This event caused a myocardial infarction and the patient was transferred to surgery, but the balloon could not be removed and remains in the patient. The patient remains on a ventilator. During review of the cine following the procedure, a 3rd markerband was noted located approximately 12mm proximal to the balloon marker. It was further reported that the vessel was predilated two times with a balloon dilation catheter prior to advancing the 32mm x 3.00mm promus premier select stent delivery system.

Event description:
It was reported that the balloon was difficult to remove and a shaft break occurred. A percutaneous coronary intervention was performed many years ago and a stent was implanted in the same lesion. A percutaneous coronary intervention was now being performed on the 90% stenosed, mildly calcified and mildly tortuous lesion in the circumflex coronary artery. The 32mm x 3.00mm promus premier select stent was advanced into the stenotic area with no issues. The balloon was inflated twice to 16 atm and the stent was implanted. The user had difficulty pulling the delivery system back. After several attempts to inflate and deflate the balloon, it remained stuck and the distal shaft of the promus premier select fractured near the balloon and remained in the circumflex. This event caused a myocardial infarction and the patient was transferred to surgery, but the balloon could not be removed and remains in the patient. The patient remains on a ventilator. During review of the cine following the procedure, a 3rd markerband was noted located approximately 12mm proximal to the balloon marker.